Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
There is a banner at the top of monitor giving error message, "gateway disconnected from database". The device was in use on a patient at the time of the event. There was no adverse event reported. The biomed reported that three stations are running in local mode. A philips remote service specialist (rss) spoke with the customer biomed and suggested him to check the data closet for any down ups or network devices. A philips technical consultant (tc) was dispatched and was able to access the customer database server (dbs). The tc discovered that the host was in reconnect mode due to the host restarting. This issue was caused by memory bottleneck logs. Reconnecting to monitoring removed the banner on the host station. The tc recommended that the customer upgrade their system to prevent system downtime if another issue occurs.

Manufacturer narrative:
The biomed reported that three stations are running in local mode. A philips remote service specialist (rss) spoke with the customer biomed and suggested that he check the data closet for any down ups or network devices. A philips technical consultant (tc) was dispatched and was able to access the customer database server (dbs). The tc discovered that the host was in reconnect mode due to the host restarting. This issue was caused by memory bottleneck logs. The reported problem was confirmed. Reconnecting to monitoring removed the banner on the host station. The tc recommended that the customer upgrade their system to prevent system downtime if another issue occurs. The device is operational and remains in use.

Manufacturer narrative:
Product brand name: piic classic upgrade common device name: piic classic upgrade model number: 866117. Catalog item identifier 866117. 510k: k081983.